Manufacturer narrative:
The clinician reported multiple implant failures due to mobility of the implants: ispnp1330 lot: 7666715, ispnp1630 lot: 7491416, ils1050 lot: 7464016. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.